Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with high watt alarms and presented with dark urine and elevated lactate dehydrogenase (ldh). The site suspected pump thrombus and treated the patient with tissue plasminogen activator (tpa). The power consumption and flow returned within normal limits. It was further reported that patient experienced a second spike in power consumption with dark urine and required another round of tpa on (B)(6) 2016. It was noted that the patient¿s high watt alarms were resolved. It was further reported that the patient had recurrent high watt alarms and was treated with a third round of tpa. The patient¿s power consumption returned to normal. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2018, with a subsequent return to normal parameters on (B)(6) 2018. A second increase in power was logged on (B)(6) 2018, with a subsequent decrease in power consumption to parameters below normal operating range, followed by a return to normal parameters on the same day. Fifty-two (52) high watt alarms were logged between (B)(6) 2018 and (B)(6) 2018. Additionally, six (6) low flow alarms were logged since (B)(6) 2018 and eleven (11) suction alarms were logged since (B)(6) 2018. Of note, it was reported that the patient received tissue plasminogen activator (tpa) treatment after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.